Event description:
It was reported that when using the bd pyxis¿ es server the patients orders were not crossing over to the pyxis server. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4 not available serial number is unknown. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist (tss) remotely accessed the server and executed a downtime query to assess message flow. The query results showed that while the message creation and local timestamps were current, the processing timestamp was missing, and a significant number of messages were marked as available for processing. The tss confirmed that there was no downtime flag on the clinical communication engine (cce). To address the issue, the tss restarted the external messaging service along with all related .net services. Following the restart, the count of messages available for processing began to decrease steadily. The tss monitored the system until the count reached zero, indicating that message processing had resumed and the cce was current. The tss then contacted the customer, who confirmed that medications were now visible and accessible. The customer acknowledged that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.